Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: mnh, mni, kwq, kwp. Device malfunctioned intra-operatively and was not implanted/explanted. Initial reporter is synthes sales consultant. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a posterior lumbar interbody fusion (plif) at unknown levels on (B)(6) 2018. During the procedure, the 6.0mm matrix polyaxial screw broke into two (2) pieces. The screw head was reported to hang onto the screwdriver tip, while the screw shaft was in the patient¿s pedicle of the vertebral arch. No broken pieces remained in the patient. Surgery was successfully completed with no adverse consequence to the patient. Concomitant device reported: screwdriver (part number unknown, lot number unknown, quantity 1). This report is for one (1) 6.0mm matrix polyaxial screw 40mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 04.632.640s, lot no.: l400959:manufacturing location: selzach, supplier: frueh ag release to warehouse date: 08.may.2017, expiry date: 01.apr.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.632.640 / h339441 was manufactured in us, brandywine: brandywine DHR review: part no.: 04.632.640, lot no.: h339441: manufacturing location: brandywine, release to warehouse date: 10-apr-2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The implant was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿. At customer quality, the returned implant was inspected and the complaint was confirmed. The following investigation flow was performed: broken: the returned implant was examined and the complaint condition could be confirmed as the polyaxial screw was received with the shaft screw broken off from the polyaxial head. A portion of the proximal threads on the screw head remains in the collet of the of head. Post manufacturing damage in the form of worn anodize can be seen of the shaft of the screw. The received condition agrees with the complaint description. A device history review, including material review and material properties, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture) and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Dimensional inspection was performed per relevant drawings. The measured dimensions were found to be within the given specifications per the drawings referenced above. While no definitive root cause could be determined it is likely that the device encountered unintended forces when attempting to be implanted. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.